Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 62-year-old male patient, the device failed to discharge. Complainant indicated that the clinician was able to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device and returned accessories (multifunction cable and CPR adaptor) were tested and found fully functional. They successfully acquired and displayed ECG signals and delivered shocks. A review of the log from the reported event date of (B)(6) 2025 indicated that no valid patient impedance was detected, suggesting that the pads were either not applied or were faulty. However, the pads were not returned for evaluation. The device passed all functional testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.